Event description:
Customer reported one sars-cov-2 tma run, wl 002452-20201206-26, using assay lot 278948 on panther fusion instrument sn (B)(4) which had 53 low positives out of 248 samples. Customer reran all low positives (<1000 rlus) in this wl, and all but one sample was confirmed as positive. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the rlu values for the entire wl were low. Hologic product applications specialist (pas) reviewed logs, agreed with ts's findings, and found no instrument issues. Pas noted the amplification and enzyme reagent caps may have been swapped during reagent preparation. Ts relayed pas's review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.